Manufacturer narrative:
The device is not available to stryker for evaluation. A follow-up report will be filed if the product is returned to stryker for further investigation.

Event description:
It was indicated that the product over-heated during testing. There was no patient involvement and no adverse consequences associated with this event.